Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age not provided. Patient weight not provided. Additional 510(k) numbers are k011245 and k002188.

Event description:
It was reported that at the time of placement, the implant fractured and had to be removed at the site. Tooth #19.

Manufacturer narrative:
One (1) impl tapered sp 4.8mm 12m m octagon ((B)(6)) was returned for investigation. Visual evaluation of the as returned product identified that the implant was fractured at the tip (bottom) of implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 19 and was implanted/explanted on the same day. The customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63139015. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63139015 for similar events and no other complaint was identified. Nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (a) or product (b). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.